Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The displacement test could not be performed due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after it was exposed to an MRI. The customer removed and reinserted that battery and received a battery out limit alarm. The blood glucose at the time of the incident was 211 mg/dl. Troubleshooting was not able to resolve the issue. The insulin pump failed the displacement test. The device was returned for analysis.